Manufacturer narrative:
(B)(6) 2026. "Right meralgia paresthetica after a laparoscopic progrip¿ bilateral implant for inguinal hernia repair: a case report" cureus 18(3): e105059. Doi: 10.7759/cureus.105059 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed between (B)(6) 2026 and (B)(6) 2026, the patient complained of numbness in the anterolateral aspect of the right thigh and intolerable stabbing pain a day after undergoing laparoscopic robotic bilateral inguinal hernia repair with the mesh. Meralgia paresthetica was diagnosed based on a positive tinel sign and the patient underwent ultrasound guided injection with corticosteroids and lidocaine. Pain and numbness were attributed to extrinsic compression mesh and the device was removed by laparoscopy. Postoperative pain and numbness were controlled with oral medications and weekly injections.